Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys toxo igm results for multiple patient samples on a cobas e 801 analytical unit. The customer alleged that there have been patient samples with positive results, but when tested on other analyzers, the results are negative. No specific results were provided.